Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which stated that the patient's device was turning off.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they started shaking 6 months ago and the voltage is pretty high. They are not sure there is a lot of room to improve that. They stated the device itself is not satisfying and does not give them an accurate feel. They are disappointed in how they feel. They were doing pretty good with walking, but now, that's not working well. They stated in the morning, they are stiff, bent over, and slow, so they take medicine and is much better after the second dose. Their walking issues started recently in the last month. They have been dealing with a lot of stress because they had moved and hoping after time, their body will be better. They were just at the doctor's and they are okay. They also take carbidopa and levodopa for medicine. They were directed to keep working with their healthcare provider (hcp) and went through the remote with the patient on how to turn on/off.